Event description:
It was reported the ICD and lead were explanted because of inappropriate therapy due to oversensing. No patient complication have been reported as a result of this event.

Event description:
It was reported that the ICD and lead were explanted because of inappropriate therapy, due to oversensing. No patient complication were reported as a result of this event.

Manufacturer narrative:
All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Evaluation summary: no anomalies found; distal segment returned and analyzed. The legal hold on this device was lifted, and the device was analyzed. No anomalies were found. Other text : it was reported that the ICD and lead were explanted because of inappropriate therapy due to oversensing. No patient complication were reported as a result of this event. Actual device involved in incident was evaluated electrical tests performed mechanical tests performed visual examination device performed according to specifications, no conclusion can be drawn, oversensing shock, inappropriate.